Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil was outside her fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain, dyspareunia, rash, tooth disorder, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, discomfort, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy) date(s) of removal: (B)(6)2016 (discrepancy) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporters information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.